Manufacturer narrative:
Corrected data: d4 (serial#) updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, when the cardiosave intra-aortic balloon pump (iabp) is turned on, the ac power indicator light is normal, but the battery can not be charged and the host has no power supply function, resulting in the machine being unable to turn on. There was no patient involvement.